Manufacturer narrative:
This type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years 6 months. This type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is undergoing a pump exchange today for chronic driveline infection. In (B)(6) 2018, patient presented with drainage from driveline site and general malaise, patient was started in IV vancomycin and cefepime and cultures were sent. Cultures came back (B)(6) for (B)(6) and patient was placed on IV (B)(6) until (B)(6) 2018. Patient then transitioned to oral doxycycline. In (B)(6) 2018 patient presented with continued driveline infection and computed tomography scan with contrast was done that showed no fluid collection. Patient was placed on IV (B)(6) until (B)(6) 2018. Patient was recultured on (B)(6) 2018 and was admitted for driveline debridement and continued on IV (B)(6). On (B)(6) 2019 patient presented with recurrent brown discharge from driveline site. Cultures were resent (showed (B)(6) for (B)(6)), computed tomography scan with contrast showed fluid attenuation tract surrounding driveline exit site that was increased since last imaging but no fluid collection was seen. IV (B)(6) restarted and plans were made for pump exchange on (B)(6). Pump will not be returned for analysis. No further information was provided.